Event description:
The customer reported that the device did not have an audible tone. Troubleshooting was performed. Instructed customer to monitor pump and call help line if assistance is needed.

Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to broken transducer negative wire.